Event description:
An lp filter was placed via the left femoral vein. The filter appeared not to open. An attempt was made to open the filter with a wire and snare, but was unsuccessful. Physician inserted a second lp filter adjacent and slightly superior to unopened filter.

Manufacturer narrative:
Co rep reviewed the films from this incident. The filter is not located in the vena cava. It appears to be located in a tributary vessel adjacent to the inferior vena cava. The filter is directly next to, but not touching the second filter which is properly deployed in the inferior vena caca. Co requested that a CT scan be performed at the MFR's expense and the facility refused. This issue is not related to any mfg defect or quality deficiency in the product, but due to user error. The pt has suffered no adverse sequela associated with this incident. A second filter was properly implanted and the pt is adequately protected from pulmonary emboli.